Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the optic was observed to be cracked. The iol was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector, inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Our review of production records for the rayone spheric rao100c batch 124258167 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch 124258167. The device was retained and returned for evaluation. The device and lens were returned dehydrated in a blister tray with lens placed in a saline filled pouch. Preliminary inspection of the returned injector showed that movable flaps were closed, and the plunger was pushed in. Provided lens was inspected under x10 magnification and was found to be in two pieces with tears around the optic. Following the injector disassembly, cosmetic inspection of the injector parts revealed that the soft tip of the plunger was intact. There were no visible traces of viscoelastic solution in the cartridge chamber. Following this, the injector was re-assembled, and fresh sample lens of rayone aspheric rao600c +17.00 d from rayner stock was prepared and injected in accordance with the IFU. The injection was unsuccessful, lens got jammed in the injector. Subsequently to the test injection, a toluidine blue dye test was performed on the injector nozzle. This test identified irregularity in the nozzle coating. The irregularity in the nozzle coating may be an artefact of coating depositing on the lens during the initial injection (due to the force of injection) and the subsequent test injection performed by rayner. Cosmetic inspection performed on the injector indicated an insufficient amount of viscoelastic had been used which could be a contributory factor to the event. Product return inspection performed confirms the event as reported; however, root cause cannot be established.

Event description:
On 6th june 2025, rayner received notification from it's taiwan distributor of an event that occurred during use of a rayone spheric rao100c. The event description provided states that immediately following implantation into the eye the iol optic was observed to be cracked. The iol was explanted and exchanged during the original surgery session.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the optic was observed to be cracked. The iol was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector, inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Our review of production records for the rayone spheric rao100c batch 124258167 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch 124258167. There is insufficient evidence and information available to determine the cause of the event.

Event description:
On 6th june 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone spheric rao100c. The event description provided states that immediately following implantation into the eye the iol optic was observed to be cracked. The iol was explanted and exchanged during the original surgery session.